Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Power to the saw is constant when triggered is pulled; outside of the haptics and when not even in bone prep. This issue was noticed during rio set up before the case and also during the case during approach mode to the cutting plane on tka.

Manufacturer narrative:
Reported event: mps stated that the mics would run outside of the haptics area. Device evaluation and results: per gsp (B)(4): fse thoroughly checked the system and found a loose connection on the 210459 anspach burr detect adapter cable to the cpci. After securing it multiple mics status checks performed and cutter tests with passing results. Product history review a review of device history records shows that on 06/04/15 1 device was inspected and 1 device was placed on: qt 15-05-0029. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Power to the saw is constant when triggered is pulled; outside of the haptics and when not even in bone prep. This issue was noticed during rio set up before the case and also during the case during approach mode to the cutting plane on tka.